Event description:
As the catheter was being inserted into the right ij, blood began to flow back into the inflation stopcock and syringe. At that time, patient became unresponsive. Patient was transported to ep lab and a non-arrow pacing catheter was inserted femorally. No further difficulties or patient complications.